Event description:
It was reported that patient¿s pump was tipping. It was indicated that, in the operating room, patient was all prepped and dazed and ready for surgery but there was no mesh sock and ¿it was stopped. It was indicated that patient was not being bothered by the tipping pump. The hcp did not pursuit to revise the pump but the pump was replaced. The drug being used in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711 lot# n107103002, implanted: 2007 (B)(6), product type catheter product ID: 8731 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID: 8731 lot# b003013n28, implanted: 2003 (B)(6), product type catheter. (B)(4).